Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was explanted on 24 november 2021 because it reached its recommended replacement time (rrt). The device had been implanted for 5 years.